Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The nozzle unit in the o2 gas module was reseated. The ventilator then passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided ventilator logs confirms the reported failed flow transducer test during pre-use check. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. How the nozzle unit has been misaligned, has not been able to be determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).